Event description:
Covidien received information stating that during maintenance, the ht70 ventilator started up without the backlight. The touch panel was active. The down cursor had left being pressed, the screen showed "high". There was no patient involvement.

Manufacturer narrative:
(B)(4).